Event description:
It is reported that the inner packaging contained a hair. As a result, the device was not used.

Manufacturer narrative:
This report will be amended when our investigation is complete.